Event description:
Per the clinic, the patient experienced discomfort and feedback with device use. The device was electively explanted on (B)(6) 2025, and the patient was re-implanted with a new transcutaneous osia implant system.